Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4).

Event description:
During the interrogation of the device involved in this report, a software crash occurred when trying to display the heart rate curve that is available in device memory.